Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0501 captures the reportable investigation results of electrode detached. Block h11: investigation results: the returned orise proknife was received for analysis. Visual examination revealed that the device returned without the electrode. The reported event of difficult to extend and retract was not confirmed; however, the device returned without the electrode. Based on the available information, the investigation findings cannot be established due to the device returning without the electrode. No issues were found that could have been related to the reported issue during manufacturing documentation review. The electrode was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the fundus of stomach during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2024. During the procedure, the proknife could not be extended or retracted. The procedure was completed using another orise proknife. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the device returned without the electrode. Please see block h11 for full investigation details.